Event description:
It was reported that three hours post implant, the patient complained of pain. Cardiac tamponade due to lead perforation in right atrium was confirmed. An emergency surgery was performed and the patient was in the intensive care unit. The patient has recovered. The lead remained implanted.